Event description:
It was reported that the patient received twenty-nine inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. It was noted that the lead integrity alert (lia) triggered due to sensing integrity counts and non-sustained ventricular tachycardia (nsvt) episodes. It was also reported that there was loss of capture and low impedance due to suspected insulation damage. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.